Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error alarm. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump had a pump error alarm after possible exposure to high magnetic fields. Customer was able to complete the rewind process and displacement test was performed and passed. Customer also reported that the insulin pump buttons were unresponsive even after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).